Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump case was damaged near the battery compartment and the pump did not power on with a battery change. The pump allegedly had power 3 hours prior to the issue and the battery cap no longer properly secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.